Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent vaginal anterior/posterior repair with enterocele and rectocele on (B)(6) 1998 and perineoplasty on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that patient experienced dyspareunia, bladder/bowel incontinence, mesh protrusion, and vaginal shrinkage after mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with sacral spinous ligament fixation/ extraperitoneal colpopexy cpt.